Event description:
It was reported that the customer received a motor error alarm on the insulin pump after programming a bolus. The customer's blood glucose was 116 mg/dl. During troubleshooting, the customer stated the insulin pump had not recently been exposed to a magnetic resonance imaging machine. The customer was using the sensor feature on the insulin pump. He was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer stated he was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Customer also stated there was a scratch on the insulin pump screen. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.